Event description:
The customer originally reported that the device was defective. The site contact was not able to provide add'l details regarding the device or incident. There was no reported pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.